Manufacturer narrative:
It was reported that after inflating a coronary balloon, the inflator stuck and failed to suck back to go negative. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
After inflating a coronary balloon, the inflator stuck and failed to suck back to go negative.